Event description:
The importer reported that user facility reported that a patient experienced a blister post soprano titanium treatment.

Manufacturer narrative:
The importer reported that user facility reported that a patient experienced a blister post soprano titanium treatment.